Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2013; d314trg crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced non-capture in all vectors and high thresholds since the first post- operative check resulting from a lead dislodgement. The lv lead was originally programmed off, then explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.